Manufacturer narrative:
The complaint device was received and evaluated. Visual observation under magnification confirms that the anchor is broken horizontally through the middle. Typically, anchor breakages are associated with off -axis insertion, levering during insertion or hard bone quality. No technique information was provided that would suggest if the aforementioned causes contributed to this event. Although the complaint can be confirmed, we cannot discern a root cause for this failure. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem further, a review into the mitek complaints system revealed no similar complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that the customer's gryphon peek ds anchor broke at the distill tip upon insertion. The teeth on the customer's gryphon sawtooth guide were also bent during a labral repair. The case was completed by removing the anchor and debri from the patient and putting a new anchor in the same bone hole using the same guide. There were no patient consequences or delays. The devices are being returned.